Event description:
Reportedly, patient expired approximately after an implant duration of 0.4 months, due to unknown reasons. Unknown if patient death is device related. Information received from implant patient registry. No further information was received.

Manufacturer narrative:
Device not returned.